Event description:
Additional information received that the noise led to oversensing.

Event description:
It was reported that there as noise on the right atrial (ra) lead. No known intervention has been performed. The patient was stable and will continue to be monitored.